Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient's wife reported that her husband experienced high blood glucose level while sleeping which they were finding hard to lower down even after changing the infusion set. Currently, his blood glucose level was 257 mg/dl, in the morning it was 370 mg/dl and yesterday, it was 278 mg/dl. Therefore, they treat to treat it with bolus via the pump every 2 hours. The patient changed the infusion set yesterday ((B)(6) 2024), around 01:10 pm. Further, when the patient removed the infusion set, he noticed that the cannula was bent as the site location was left side of his belly button. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.